Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with a different manufacturer's lead. It was reported during the patient's ipg replacement procedure (normal battery depletion), the lead system (lead and adapter) measured high impedances. Due to the issue, stimulation could not be restored. Surgical intervention was undertaken on (B)(6) 2018 during which the patient's lead was explanted and replaced with an (B)(4) lead. In addition, the reported adapter was explanted. Stimulation was restored following the procedure.